Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 25. Details of surgery: ridge augmentation. On 2(B)(6) 022, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.